Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The reporter indicated that the pump was not recording the pump boluses in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed no evidence of cancelled boluses. The bolus history showed all programmed boluses delivered in full. During testing an audio bolus and a normal bolus were performed and the boluses were correctly recorded in the pump history. The pump was exercised for 24 hours without alarms or other issues occurring.